Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level of 738 mg/dl and high life-threathening ketone levels. Prior to being hospitalized, the customer administered a manual insulin injection in attempt to resolve the high bg. While in the hospital, the customer was treated with intravenous saline and insulin. The cause of the high bg was due to a malfunction that occurred on the pump the night before and the customer was unaware. Ultimately the pump shut down due to normal battery depletion. The customer was released from the hospital on (B)(6) 2026 with no permanent damage and reported issue was resolved. Technical support arranged to replace the pump, and the customer was informed about using an alternate therapy, mdi, to maintain insulin delivery.